Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the olympus 290 scope series while working with the xenon light source did not display any video; however, the video from the 260 series scopes was displaying video. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that that allegation of no video when using the olympus 290 series scope was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   Correction on field d10: a concomitant device was inadvertently missing in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.